Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that the patient was injected with 1 ml of juvéderm® volbella® with lidocaine. A couple of months later, the patient presented to the hcp with a nodule, ¿which will not go down despite being hyalase and a two course of antibiotics.¿ the hcp additionally reported "biofilm". The alleged "biofilm" has not been confirmed by a biopsy.